Manufacturer narrative:
The investigation is ongoing.

Event description:
During transfemoral deployment of a 23mm sapien xt valve within a 21mm surgical magna ease, the delivery system balloon ruptured at maximal inflation. There was difficult pulling the delivery system into the sheath and the delivery system was bending the sheath. The delivery system and sheath were removed as one unit. However, there was much force required and the access site and femoral artery was torn requiring open repair. At the time of the report the patient was stable. The delivery system balloon rupture was considered to be due to eccentric calcification or over inflation in the restrictive surgical valve.

Manufacturer narrative:
A photo of the delivery system balloon and subsequent bunching of the balloon during retrieval confirmed the balloon burst and withdrawal difficulty. The inflation balloon appears to have separated from the crimp balloon. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels (which may require intervention), and balloon rupture are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Available information suggests that patient factors (calcification) and/or procedural factors (over inflation of delivery system balloon in the 21mm surgical valve) contributed to the balloon burst. Available information suggests that procedural factors (sheath tip interfering with retraction of the balloon/balloon material) may have contributed to the withdrawal difficulty of the delivery system through the esheath. As reported, the delivery system and esheath being removed with increased force likely contributed to the femoral artery injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.